Manufacturer narrative:
The device was returned and the investigation is ongoing and a follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, while testing with a scope, the camera head had an aperture censor issue that the light control was off and on. The issue was occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, while testing with a scope, the camera head had an aperture censor issue that the light control was off and on. The issue was occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device malfunction was confirmed as bad lighting and a bad image were discovered due to a damaged cable as a kink and knot were observed during evaluation, the root cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 14 . Olympus will continue to monitor field performance for this device.